Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she had a seizure due to hypoglycemia and was treated at her home by paramedics. The customer stated, she has only had the insulin pump for a short time and it was not working for her. Nothing further was reported.